Event description:
Blood monitoring unit (bmu) 40 with serial number (B)(4), at (B)(6), gave error code 05137 during self-testing, which occurs once the unit is initially powered on for use. The unit was restarted but the error message reappeared.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, service report (B)(4) was generated for the repair. Per service report, the arterial probe and arterial board was replaced. Additionally, new software was installed. Reference: complaint (B)(4).